Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer was able to successfully fill cartridge after performing the air removal step multiple times. Customer's blood glucose level was 101 mg/dl.